Event description:
It was reported the patient expired. A lead fracture was questioned. The patient was reported to be "rough housing" with a friend prior to expiring. Additional information was subsequently received reporting the cause of death as possible commotio cordis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor was fractured; partial lead in segments was returned for analysis. Further review prompted a change in the evaluation conclusion. The change is reflected in this report. One of five filars was found fractured, but distal electrical continuity passed. Therefore, no conclusion can be drawn as to the causal relationship between the analysis finding of lead fracture and the patient's death.